Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 14jun2016 our affiliate in japan received an email from a patient (pt) who reported that he/she used to wear the acuvue moist brand lenses without issue. The pt reported that he/she read ¿online that the trueye lenses were better¿ so the pt purchased the lenses online without a prescription and wore the lenses. The pt reported that the ¿lenses were thicker¿ and he/she had to ¿try several times to take them out before successfully removing them.¿ the pt reported that after the first week of wear ¿I scratched my right cornea.¿ the pt reported ¿intense pain and tearing¿ and went to an eye care provider (ecp) and was diagnosed with corneal staining. The ecp was contacted for additional information. On 26jul2016 additional information was received from the ecp as follows: on 19may2016 the pt reported that he/she had severe pain od when inserting the lens. It was reported that the pt ¿removed the lens immediately, the pain and tearing remained.¿ diagnosis: infectious keratitis od. A culture was completed, but returned as negative. The focal site and size: off pupil, at 10 o¿clock position; symptom: redness; corneal ulcer was observed; va affect: none; corrected vision od: 1.5; treatment: vigamox ophthalmic solution 6 times od, tobracin ophthalmic solution 6 times od, ecolicin ophthalmic ointment 3 times od; discontinuation of cl wear: instructed; pt to return for follow-up visit: (B)(6) 2016. Date of visit: (B)(6) 2016: diagnosis: continue treatment for infectious keratitis od; symptom: reduction in pain; va: not measured; treatment: ongoing medication prescribed on (B)(6) 2016; discontinuation of cl wear: ongoing; pt instructed to return for follow-up visit (B)(6) 2016. Date of visit: (B)(6) 2016: diagnosis: disappearance of pain and redness improved; symptom: improvement on pain and redness va: not measured; treatment: vigamox ophthalmic solution qid od discontinuation of cl wear: ongoing; the pt was instructed to return to clinic ¿is unnecessary if the pt has no pain 2 weeks later.¿ the ecp reported that the va was not affected and the event was not considered a serious event. On 18jun2016, the pt reported that she has no problem with od. No suspect product is available for return for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 4953420109 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.